Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The pump was received with scratched case, stained serial number label, pillowing keypad overlay and cracked retainer ring. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thus and carelink upload was successful. The pump was received with a depleted duracell alkaline battery installed. No damage noted on the battery cap. The pump history file lists data from 09/16/2020 to 03/08/2021. Unable to verify daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered for event date 20-jan-2025 due to no data available in the pump history file. Unable to perform the history review 1 week prior to the event date 20-jan-2025 in the pump history file due to no data available. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (21.7 mv). The pump passed the functional testing. Damage confirmed. Damage-retainer ring damage confirmed. Damage-reservoir unable to lock into place not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported medtronic minimed that the customer passed away at home on (B)(6) 2025. The cause of death was unknown. The customer¿s blood glucose was unknown. The last known product(s) for the customer are as follows: mmt-332a, mmt-1780kpk, unomedical. It was unknown if the customer was wearing the insulin pump at the time of death and it was unknown whether the auto mode feature was active at the time of the event. Unomedical and mmt-332a are not expected to return. Mmt-1780kpk was returned for product analysis.